Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a missing sensor wire occurred. The sensor was inserted into the abdomen on (B)(6) 2018. No product was provided for evaluation. Confirmation of the problem and probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a missing sensor wire occurred. The sensor was inserted into the abdomen on (B)(6) 2018. The sensor was returned for evaluation. An external visual inspection was performed and passed. There was no sensor wire present, as it was detached. Confirmation of the complaint was confirmed due to a missing sensor wire. The probable cause could not be determined. No injury or medical intervention was reported.